Event description:
Related manufacturer report number: 2017865-2021-29946. It was reported that during follow-up in clinic, the patient presented with noise resulted in pacing inhibition on their right ventricular(rv) lead in (B)(6) 2021. Programming changes were made in order to address the issue at the same time. The patient was in stable throughout the interrogation. In (B)(6) 2021, the patient presented in clinic for the rv lead revision due to the noise problem. Different programming changes were made to address the issue. Before the procedure, venogram was performed and found out that patient's vein was completely occluded. The procedure could not be proceed and the patient was discharged. The patient was in stable throughout the interrogation.

Event description:
New information received noted that the patient presented in clinic for laser extraction procedure on their right ventricular lead due to the noise problem discovered in (B)(6) 2021. It was also noted that in (B)(6) 2021, the patient presented in clinic for the same lead revision but the procedure could not be performed due to patient anatomy. The laser extraction procedure was performed successfully on (B)(6) 2022 and the lead was explanted and replaced. Patient's implantable cardioverter defibrillator was also explanted and replaced during the same procedure. The patient was in stable throughout the procedure.